Manufacturer narrative:
The biomedical engineer reports that one of the bsm (bedside monitors) is in communication loss with the rns (the remote network station or remote monitoring system). The device is being monitored on the cns (central monitoring system) with no issues. The device is seen on the host table, however, the device is not in interbed or overview. The device is able to be selected from the select monitored beds pool and populates a tile in the all beds screen; however, the tile displays communication loss. The biomedical engineer unplugged the network cable, plugged it back in, and restarted the bsm to resolve the issue. The device was able to be monitored on the rns.

Event description:
The biomedical engineer reports that one of the bsm (bedside monitors) is in communication loss with the rns (the remote network station or remote monitoring system). The device is being monitored on the cns (central monitoring system) with no issues. The device is seen on the host table, however, the device is not in interbred or overview. The device is able to be selected from the select monitored beds pool and populates a tile in the all beds screen; however, the tile displays communication loss.